Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1u151293, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4).

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. The patient complained of pain at their implant and incision site. They turned off their stimulation but still experienced pain. The physician decided to remove the whole system. There was no further patient complications reported.

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. The patient complained of pain at their implant and incision site. They turned off their stimulation but still experienced pain. The physician decided to remove the whole system. There was no further patient complications reported.

Manufacturer narrative:
Block d2b:product code: additional product code qon.block g4:premarket / 510(k) #: additional premarket / 510(k) # p190006.block d10:model number/catalog number: 1201,serial number: (B)(6),batch/lot number: al1u151293,model/catalog description: tined lead,unique identifier (UDI) #: (B)(4).block h11:investigation details:the device was returned for analysis. A visual inspection of the ipg revealed that there was a dried liquid residue on the header opening. There was an open impedance within the device. Investigation showed that the neurostimulator was functional, it is unknown how issues occurred. Visual inspection-fail-visual inspection revealed the tined lead was deformed at two places. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort and implant pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.